Event description:
It was reported the unit burned.

Manufacturer narrative:
It was reported the unit burned. The user is blind, and was not able to give a complete description of the event. In addition to considerable damage from the incident, the unit had been submersed in water and then stored in a plastic bag for some length of time, further deteriorating the unit. Visual inspection of the unit revealed no broken components. We were unable to determine the cause of this event.